Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative who reported that ¿recovery within minutes of the stall¿, in other words less than 2 hours of the stall.

Manufacturer narrative:
The pump was returned and analysis revealed no anomalies. The device met specification. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # unknown, explanted: (B)(6) 2016, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a representative regarding a patient in netherlands who was receiving compounded baclofen 2000 mcg/ml at a dose of 327.1 mcg/day via an implantable pump. The indication for use was not provided. The patient¿s concomitant medications and lot number. The patient¿s medical history included a spinal cord injury. The implant date (B)(6) 2009 was reported as approximate. It was reported that during normal use, the specific event date was not obtainable, the patient experienced a fluctuation in spasticity to which sometimes there was effect and sometimes no effect at all. This was reported as not related to infection or other triggers but rather altogether insufficient treatment efficacy. A magnetic resonance imaging (MRI) scan occurred in (B)(6) 2016 when the symptoms worsened. The MRI results were not known at the time of the report. With the indium scan, the representative was specifically told that sometimes the images were visible and sometimes not with contrast. The logs were read and no alarms were shown. However, after the MRI a motor stall occurred which recovered almost instantly. No other oddities in the logs were observed. Ultimately, actions taken included the replacement of the entire system; pump and catheter. A catheter problem was suspected with a possible kink in spinal as well as abdominal segment. The catheter was completely adhered in the tissue and therefore could not be saved. The lot number of the catheter was not obtainable. However, the health care provider wanted to exclude everything and therefore requested the analysis of the pump. At the time of the report the issue was reported as resolved and the patient's status was alive-no injury. The patient was considered as a naive patient after the replacement of pump and catheter and was now in the titration phase. On 2016-05-03 additional information was received which noted the indication for use of the implanted pump system was severe spasticity. The representative did not receive any information so far about the MRI results. This was to be addressed with the hospital team. In regards to the images sometimes being visible and sometimes not with contrast, when inquired if the catheter was not radiopaque the reply was that it was one of the reasons why they wanted the pump to be analyzed as a radiopaque (8731sc) catheter was used. In regards the catheter not being able to be saved, the catheter was ¿seriously¿ damaged during removal. It was unclear as to the physician¿s intentions, prior to the surgery, if the surgeon was intending to remove the complete catheter. This was to be addressed with the hospital team. It was believed that the hospital had returned the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.